Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. As received all of the cables were pulled out of their strain relief and the belt was unable to pass incoming functionality testing. Upon investigation all of the cable connectors were pulled off of the distribution node pca. The cause of the failure is the pulled connectors and cables. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported belt had a damaged cable.